Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography (ercp) procedure of the duodenum to remove suspected gall stones, the cutting wire fractured from the distal end of the sphincterotome while inside the pt. The physician was unable to access the duct and aborted the procedure. The pt is reported to be okay.